Manufacturer narrative:
Concomitant medical products: 5594, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and a high number of short v-v intervals. The lead was programmed off and a replacement procedure was scheduled. The patient was admitted to the hospital for monitoring through electrocardiogram (ECG). No patient complications have been reported as a result of this event.